Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter does not turn on. The medical surveillance specialist (mss) was unable to reach the patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 8:30am. The patient's testing frequency is not known, however, according to the csr's documentation, the patient does not manage her diabetes with oral medication or insulin, and after the reported power issue occurred the patient continued with her usual diabetes management routine. The patient denied developing any symptoms as a result of the reported meter issue. During a doctor's office visit on (B)(6) 2012 (at 12pm) the patient reportedly was administered insulin (type and dosage unknown) by the health care professional (hcp); however, it is not clear if during the doctor's office visit, she was prescribed to include insulin as part of her diabetes regimen. During the doctor's office visit, the patient's blood glucose was also reportedly tested with the doctor/clinic's meter; however, the patient's blood glucose reading is not known. During troubleshooting the csr verified that the patient was not using the subject meter for the first time, there was no misuse of the lfs product, and the subject meter's batteries did not need to be replaced (per owner's booklet recommendation). Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hyperglycemia after the alleged issue began.